Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017: patient received a left attune total knee to treat oa. The patella was resurfaced and cement mfg is competitor. The procedure was completed without complications. On (B)(6) 2020: patient underwent a left knee revision due to an aseptic loose tibial tray. During the revision mild synovitis was found and it mostly appeared to be debris from osteolysis. Infection was ruled out. The femoral component was revised with no significant bone loss. The tibial component was noted have fallen into varus/subsided. The cement was noted to have completely debonded from the tibial tray, but was fully bonded to the bone. The osteolysis was medially were there was bone loss as the component had fallen into varus position. There was moderate bone loss when the tibial tray was revised. The patella was examined and determined to not be loose. Depuy implants were placed with competitor cement. Doi: (B)(6) 2017. Dor: (B)(6) 2020. Left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.